Manufacturer narrative:
Per the g4 user guide: change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 289 mg/dl and an insulin injection was administered and the bg returned to target level. The customer did not know the cause of the high bg. Reportedly, the infusion set site had been in use for 6 days. Tandem technical support informed the customer that the infusion set was labeled for not more than 72 hours of use. The customer acknowledged the information.